Event description:
Staff were in the process of preparing to perform CT study on patient. CT-tube malfunctioned, causing oil leak with oil exiting the CT gantry covers. Oil did not come in contact with the patient. No patient harm or injury as a result of this occurrence.